Event description:
It was reported, the patient was out of the hospital and they turned their device on for the first time to program it. It was ¿like stroke symptoms.¿ the patient¿s lip pulled down on one side of their face and it felt like things were not moving correctly. The patient immediately changed the setting. A few days later it was reported as soon as they turned off the group the patient¿s face went back to normal.

Manufacturer narrative:
Product ID 3387s-40 lot# va03bqa, implanted: 2012 (B)(6); product type lead product ID 3387s-40 lot# va03bqa, implanted: 2012 (B)(6); product type lead product ID 37085-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37085-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).